Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: posterior spinal fusion with segmental instrumentation, l3 to l5, local autograft, rhbmp-2, cancellous chips; for pre-op diagnosis of: spinal stenosis and instability, l3 to 5. Per-op notes: decompression was carried out by neurosurgery. The dissection was carried out of the bony elements in the posterior spine down to the tips of the transverse processes spanning the l3 to l5 levels. Next, the lateral gutters were exposed, l3-4 and l4-5 facet joints were then and all soft tissue was stripped from the joints, the facet joints were then decorticated with a rongeur. Following this, the transverse processes of l3 to l5 were decorticated with a rongeur. The spine was then instrumented as follows: starting hole was made with a sharp awl followed by a probe, followed by palpating the pedicle walls. The spine was then instrumented with pedicle screws, 6.5 x 40, at l3, l4, and l5 pedicles bilaterally. Following instrumentation, an intraoperative ap and lateral x-ray was then taken, showing the screws to be in excellent position. Intraoperative emg monitoring showed the screws stimulated greater than 20 milliamperes. The wound was then copiously irrigated with normal saline and packed. A large rhbmp-2 kit that was previously prepared was then cut in half, leaving a couple of small strips for the facet joints. Sponges were now packed with local autograft and were sewn into a tube. The frame was then taken down to restore the lumbar lordosis and two 70 millimeter rods were then placed into the screw heads and secured with screw caps. The screw caps were then sheared off using the device. This wound was then again copiously irrigated. The lateral gutters were then exposed bilaterally and the rhbmp-2 sponges were now placed into the posterolateral gutters to span a few segments, the remaining local autograft was then mixed with 30 cc of cancellous bone strips and 10 cc of blood and this mixture was then packed over the rhbmp-2 sponges to the posterolateral gutters bilaterally. No complications were reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a spinal stenosis and instability from l3 to l5. On (B)(6) 2005, the patient underwent a posterior spinal fusion with legacy segmental instrumentation, l3 to l5, local autograft, infuse, and cancellous chips. Patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.